Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been having intermittent charging issues for the past 3 months. Troubleshooting was not performed as the customer was able to successfully charge the pump successfully during the call. In addition it was reported that the customer did not charge the pump and the pump shut down due to insufficient power. The customer was able to connect the pump to a power source and the pump turned back on. After charging the pump it was noted that the battery gauge jumped from 75% to 100%. The customer's blood glucose (bg) level was impacted 471 (mg/dl). A correction bolus was delivered to correct elevated bg level.